Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) confirmed that system was unable to start up. After reviewing log file, fse found multiple software errors. Upon troubleshooting, rse determined that the issue was most likely caused by an internal software error. On another follow up fse replaced the suite pc and reloaded the software. After replacing the suite pc and reloaded the suite pc software, system returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.